Event description:
The facility reported three incidents involving a flo-gard infusion pump and a continu-flo solution set. Reportedly, "the bag empties but the pump does no alarm. The facility programs the exact amount to be infused and adds a small infusion to remove the remainder of the drug left in the bag. The facility reported no movement of fluid, and an occurrence of backflow after the final volume infusion." No reported patient injury. Additional medwatches will be filed for the other incidents under reports numbers: 6000001-2006-04149 and 6000001-2006-04153.